Event description:
It was reported by service report that the zoom was intermittent.

Manufacturer narrative:
Result: battery cable connector.

Manufacturer narrative:
The issue of intermittent zoom functionality is an annoyance issue only, as the bed would still be able to be moved manually. This issue is not likely to cause or contribute to serious injury or death if it were to recur. Initial medwatch submitted in error.

Event description:
It was reported by service report that the zoom was intermittent.